Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering and the device thereby testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex as well as served mount screws. The motor assembly was replaced.